Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient tried troubleshooting tips from november 21 and still had defective purewick female external catheters. It was stated that the material sent with purewick urine collection system did not provide enough information on how to get the best out of the purewick female external catheter and caregiver had to learn from multiple calls to representative. It also stated that the patient had about 20 defective wicks and provided 3 lots myfr1295, myfs2418, myf20057. It was noted that the patient had been using this product more than 90 days. Per follow up on 10feb2022, stated that they have a better understanding now and things were better. Customer suggested that the felt filter in the lid of the canister should be able to be replaced without having to purchase a new canister kit. Customer suggested that the tube in the wick could be cut at an angle and rounded so that it was always open, and customer would not have to check them before use each time to ensure the tube was not too far down in the wick.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown purewick machine) product ifus were found to be adequate based on past reviews. Correction: g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient tried troubleshooting tips from (B)(6) and still had defective purewick female external catheters. It was stated that the material sent with purewick urine collection system did not provide enough information on how to get the best out of the purewick female external catheter and caregiver had to learn from multiple calls to representative. It also stated that the patient had about 20 defective wicks and provided 3 lots myfr1295, myfs2418, myf20057. It was noted that the patient had been using this product more than 90 days. Per follow up on (B)(6) 2022, stated that they have a better understanding now and things were better. Customer suggested that the filter in the lid of the canister should be able to be replaced without having to purchase a new canister kit. Customer suggested that the tube in the wick could be cut at an angle and rounded so that it was always open, and customer would not have to check them before use each time to ensure the tube was not too far down in the wick.